Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining in the device could not be identified, nor what the material was. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported allegation was confirmed. The device was returned, and foreign material was found inside the biopsy channel. The angulation malfunction was due to stretching of the angle wires. Additionally, physical damage to the light guide (lg) lens was noted. There were minor scratches on the lg tube and insertion tube. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the control knob angulation of the colonovideoscope felt loose or light and the scope dials were also loose during a routine colonoscopy. It was also reported the biopsy channel was clogged. The issue happened in the middle of the procedure. The customer recognized the foreign material inside the channel during the procedure. The procedure was completed with a similar device and there was no delay. The scope was not used on any other patients and was sent to olympus immediately. The customer was able to perform high level disinfection (hld) and reprocess the device correctly before the procedure. There were no reports of patient harm associated with the event.